Event description:
It was reported that the insulin pump alarmed motor error during rewind. Customer's blood glucose levels were not included in the report. However, it was reported that the customer's blood glucose is normal and did not require medical treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.